Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noticed that the balloon ruptured because the air did not come out during air bleeding outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.